Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Tit was reported that a small volume intermate contained white, floating particulate matter. This was identified after the device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection revealed a white particle, approximately 0.35 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.